Event description:
It was reported that the impedance and threshold increased. The lead was capped and replaced. The physician suspected either a lead fracture or perforation, but there was no pericardial effusion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.